Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as making a mistake or touch contamination that led to the reported event. Eleven days after onset, the patient was hospitalized for peritonitis. Specific treatment for the peritonitis was not reported, however the patient received two injections of vancomycin (dose and route not reported) for an unreported indication. The patient was discharged from the hospital eleven days after admission and was sent to transitional care. The patient was discharged from transitional care twelve days after admission and was recovering from peritonitis. Dianeal and extraneal therapies were ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.